Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer complaint was confirmed. The cause was the downstream occlusion (dso) sensor not functioning correctly. Replaced the dso sensor to correct the issue. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "cassette not properly attached." Patient involvement is unknown.